Manufacturer narrative:
(B)(4)

Event description:
Additional information received reported that a manufacturing representative (rep) tested the patient's leads before the implantable neurostimulator (ins) replacement and found greater than 3600 on one of the leads and the other lead was fine. They tested again in the operating room (or) and it was still greater than 3600. They replaced the lead and it was not going to be returned to the manufacturer. They did not know why the lead broke. Now the patient was getting good stimulation as far as the rep knew.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. It was also reported that their implantable neurostimulator (ins) battery was ¿going out¿ and they were to have surgery on (B)(6) 2015. It was noted that the patient had the ins for 9 years. The patient stated that they were ¿rarely¿ getting any stimulation because they were trying to charge. They contacted their healthcare professional (hcp) and the manufacturer on (B)(6) 2015 and was told that the code they saw on the same date meant that the ¿battery is shutting down¿. Since seeing the code, the patient had tried to turn the stimulation up and ¿it would kick in but I don¿t get relief I need because it is going out¿. The patient also stated that ¿I know that the coverage it gives is perfect and it and it helps give me some sense of mobility and it has helped me a lot¿. The patient also wanted to know if they were going to put the new ins in the same spot because they were told by their doctor that her "tissue could attach to the leads and battery". It was later reported that during the ins replacement a manufacturing representative (rep) discovered that the lead was broken and needed to be replaced. The rep found the lead issue before the healthcare provider (hcp) and brought it to the doctor¿s attention. The lead was replaced during the surgery and the patient was in the operating room (or) longer. He was also woken up multiple times to test lead position and therapy and he was nervous and there was some pain during the surgery. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent. It was later reported that the patient received assistance from his doctor or rep and his concerns were resolved. The lead was placed on the left side and staples were going to be removed on (B)(6) 2015.

Event description:
Additional information received reported that it was unknown what caused the lead to break. All parts of the lead and anchor were explanted. The lead would be not returned to the manufacturer. The specific location of the lead issue was unknown. As a result of this event, another lead was placed and attached to the battery. Impedances were checked and there were no problems.

Manufacturer narrative:
Concomitant products: product ID: 377760, lot# v004735, implanted: (B)(6) 2006, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 355029, lot# n068185, implanted: (B)(6) 2006, product type: accessory. Product ID: 377760, lot# v004735, implanted: (B)(6) 2006, product type: lead. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2006, product type: recharger. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2006, product type: programmer, patient. (B)(4).